Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown drug via an implantable pump for spinal pain. It was reported that the patient had the pump explanted (B)(6) 2021 due to it not working. This was done in (B)(6) and the patient resides in (B)(6) and did not want to go back to (B)(6). The healthcare provider (hcp) was now seeing this patient for a seroma to the pump pocket area post pump explant. They were questioning a possible cerebrospinal fluid (csf) leak due to catheter left in patient. They were wondering if catheters are tied off if they are left implanted. It was discussed that catheters should be occluded to prevent csf leak. They stated the fluid was clear and was not serous looking. It was discussed lab analysis of the fluid and revision.